Event description:
The doctor stated that he planned to performed surgery on a pt to replace existing medpor malar and mandible implants with larger medpor customized bilateral malar and mandible implants. The doctor stated that the surgery started just before 9:00 am and he had removed the existing malar implants by 1:00 pm. The doctor stated that he lightly burred the surface before placing the customized malar implants through the incision. The doctor stated that once the implants were in position, the implants rocked from side to side. The doctor stated that he removed some material from the anterior surface of the implant and fixated with screws. The doctor stated that this took an additional 30 mins and he chose to close and not address the mandibular implants in the procedure. The doctor stated that the pt was not satisfied with the symmetry after the surgery and wanted the medpor implants modified. The doctor stated that was concerned with the implant current position not sitting securely on the pt's bone could cause an infection. The doctor stated that the pt was adamant about having augmentation by medpor and not soft tissue; therefore, the doctor stated that a medpor sheet could be carved to be placed with the customized malar to ensure no movement. The doctor stated that the pt is in good health but unhappy with the surgical outcome.

Manufacturer narrative:
Catalog number: 89022. Lot number: c009m128h; (B)(4), c011m128h, c012m128h.